Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for fracture of clavicle diaphysis with the products in question. In the surgery, when a clp plate was placed in the affected area and a 2.7 va locking screw was inserted into the plate va screw hole, the tip of the screwdriver tip t8 broke off and remained in the screw hole. The remaining material could not be removed because it was integrated into the screw hole. The surgeon concluded that there was no protrusion from the screw hole at the residual part and that the patient would not be affected for the time being. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found a small fragment from the distal tip was broken. Broken fragment was not returned for analysis. However, with available information, generated fragment/s remained at patient's body can not be confirmed. Furthermore, the tip was also observed twisted. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the scrdriver shaft 2.4 short self-holding f would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 314.453-15. Lot number: 37322p4. Manufacturing site: hägendorf. Release to warehouse date: 14-nov-2024. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.